Manufacturer narrative:
Co's evaluation of the returned product confirmed that the sheath had separated from the hub. The returned device had both plugs in-side teh sheath and was bent at the junction of the two plugs. The second plug was highly compressed. The first plug was highly compressed. The first plug was shortened, but it could not be determined if that was due to compression or being partially dissolved. Since both plugs were completely inside the sheath, it is not possible that the first plug was ejected before delivery of the second plug was begun. Therefore, the recommended "push-pull" technique could not have been used. The bend in the sheath resulted from either repositioning of the device or occlusive pressure during deployment. Code 86: review of the mfg and qc records for this lot of product and co's experience with this type of event. Code 400: the mfg and qc records showed that this lot of vasoseal met all mfg specifications. Code 200: datascope's experience has show that if the push/wait/pull technique is not done, a sheath separation can occur. This may occur because the plug was not fully deployed out of the vasoseal sheath before deployment of the nest collagen plug is attempted.